Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead, leading to a lead safety switch and noise oversensing in unipolar configuration. Technical services (ts) was consulted, and further in office evaluation of the system was recommended. Additionally, ts noted undersensing on the right atrial (ra) lead channel, adjusting the sensitivity was recommended for the ra channel. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that x-ray examination as well as programming enhancements were performed. It was also noted that there was pacing inhibition due to the oversensing on the rv channel. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead, leading to a lead safety switch and noise oversensing in unipolar configuration. Technical services (ts) was consulted, and further in office evaluation of the system was recommended. Additionally, ts noted undersensing on the right atrial (ra) lead channel, adjusting the sensitivity was recommended for the ra channel. No adverse patient effects were reported. This system remains in service. Additional information was received indicating that x-ray examination as well as programming enhancements were performed. It was also noted that there was pacing inhibition due to the oversensing on the rv channel. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedance measurements above 3000 ohms on the right ventricular (rv) lead, leading to a lead safety switch and noise oversensing in unipolar configuration. Technical services (ts) was consulted, and further in office evaluation of the system was recommended. Additionally, ts noted undersensing on the right atrial (ra) lead channel, adjusting the sensitivity was recommended for the ra channel. No adverse patient effects were reported. This system remains in service.